Manufacturer narrative:
D.3. Medical device manufacturer: becton, dickinson & co., (bd) sumter. G.2. Manufacturing location: becton, dickinson & co., (bd) sumter.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the needle did not retract. Foreign complaint the following information was provided by the initial reporter, translated from to japanese to english: the needle didn't retract.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the needle did not retract. Foreign complaint the following information was provided by the initial reporter: the needle didn't retract.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the needle did not retract. Foreign complaint the following information was provided by the initial reporter, translated from to japanese to english: the needle didn't retract.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Further investigation has been initiated through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#891355 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.